Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while slitting the sheath, it could not be slit when the physician reached the tip. The physician was able to remove the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, analysis of the catheter indicated the manipulator wire failed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. The analyst noted that the control wire was snagged (at 29.5cm from the handle) due to spiral slitting and pulled out of shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.